Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with tamponade and perforation approximately three weeks post implant. No capture was noted on the right atrial (ra) lead and dislodgement was confirmed by fluoroscopy. Pericardiocentesis was performed and the lead was revised and remains in use. No further patient complications have been reported as a result of this event.